Manufacturer narrative:
Initial reporter phone: (B)(6). Initial reporter fax# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the user that dirt was found inside the bd¿ syringe luer slip with needle. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: three photos were received for investigation. Observed round black fm in syringe near the barrel roof. One actual sample with open packaging was returned for investigation. Observed no dirt or foreign matter on returned sample. A device history record review showed no non-conformances associated with this issue during the production of this batch. Investigation conclusion: while black foreign matter was observed in the returned photos, our quality engineer could not identify any foreign matter in the returned sample. As a result, the root cause of the reported issue could not be determined.